Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed for the reported condition of, ¿the unit has intermittent power. During service triage, the pump powered down on its own after displaying the low battery alarm.¿ the unit was triaged and the reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the unit has intermittent power. During service triage, the pump powered down on its own after displaying the low battery alarm.